Event description:
The hcp states the pt presented in 2002 with signs of an infection of the device pocket and the lumbar region. These included fever and meningeal signs and symptoms. A culture of the device pocket, lumbar region, csf, and blood was positive for staph aureus and the pt was diagnosed with meningitis. The pt was treated with IV antibiotics and total device system explant. The pt outcome was reported as "infection resolved."